Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose readings were 42 and 284 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.